Manufacturer narrative:
Isi has consulted with an isi associate medical officer (a thoracic surgeon) regarding the reported event. The associate medical officer indicated that he found it highly improbable that any esophagectomy from any modality could lead to a "coronary artery" injury involving the heart. The associate medical officer indicated that it would helpful to know if the pericardium was resected during the esophagectomy procedure and which coronary artery bled. Isi has inquired as to whether the pericardium was resected and if the "coronary artery" was associated with the heart or the stomach. Isi has not received a response. Furthermore, the associate medical officer noted that the coronary arteries of the heart are very small and are embedded in the wall of the heart. He explained that it would be extremely challenging to injure a coronary artery to cause bleeding without lacerating the wall of the heart. Isi has attempted to contact the site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if any additional information is provided. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted esophagectomy procedure, the patient was found to be experiencing bleeding from a "coronary artery" on post-operative day #10. As a result, the patient underwent another unspecified surgical procedure. However, at this time, the root cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci surgical system occurred.

Event description:
It was reported that after completion of a da vinci-assisted esophagectomy procedure, bleeding from a "coronary artery" was identified on post-operative day #10. As a result, the patient underwent another unspecified surgical procedure. The surgeon reportedly commented that it is unknown if the da vinci surgical system caused or contributed to the post-operative complication. On 08/29/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was recorded on video. There was no report that a malfunction of a da vinci system, instrument, or accessory occurred during the case. The anesthetist believes that it is possible that the post-operative complication might be related to the da vinci surgical system. However, the cause of the post-operative complication is unknown. The patient underwent the secondary surgical procedure on (B)(6) 2019 to address the post-operative bleed.